Event description:
On (B)(6) 2011: a (B)(6) male patient with aaa and hypertension underwent aaa repair. The patient's anatomy was suitable for endovascular repair. After placing a main body and two iliac leg grafts, a proximal type I endoleak was confirmed but additional placement of stent graft was not performed with expecting forming thrombus. Afterwards, persistent of the endoleak had been confirmed at follow- ups. In (B)(6) 2013, 3-5mm of expansion of the aaa was confirmed. In (B)(6) 2013, angiography for planning of additional procedure was performed and 0.5 stent (approx. 8mm) migration downward of the main body was confirmed. On (B)(6) 2013, additional placement of main body extension was performed. The physician attempted to advance the delivery system from the right femoral, but it got caught in the distal edge of the previously placed iliac leg graft. He removed the delivery system and found the sheath tip got frayed. He replaced it with a back up and the replacement was placed successfully. However, the proximal type I endoleak was still persisted. As of today, the physician is taking wait-and-see approach and additional procedure has not been planning yet.

Manufacturer narrative:
Expiration - unk as lot is unk. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.